Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a multiple pump error alarm and failed battey test. Blood glucose was not provided at the time of the incident. The alarm was not resolved through troubleshooting. The insulin pump will be replaced and customer agreed to return the device. Customer requested letter of analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error (B)(4) alarm noted during testing. However, pump error (B)(4) and (B)(4) found in the pump history due to software error. Unit was received with scratched case and minor scratched lcd window.